Manufacturer narrative:
.

Event description:
The customer reported an eye splash while using cidex plus. The customer was not wearing personal protective equipment (goggles) at the time of the splash. The customers reported that it was approximately six minutes before she could rinse her eye and take her contact out. She reported that the solution melted the contact lens and she was only able to remove a portion of the lens because it was "gooey". The customer reported itching, intense burning, and blurred vision. The customer used some saline eye drops after rinsing her eye out for five minutes. She then rinsed out her eye for 15 more minutes. The customer reported that she did not see a doctor. After 24 hours, the customer reported that the intense burning had stopped but her eye was "scratched" and stinging and her vision was still blurry. The clinical representative reviewed the ppe portion of the msds and the IFU with the customer.